Manufacturer narrative:
Do not use the pump if you have a condition which, in the opinion of your healthcare provider, would put you at risk. Examples of individuals who should not use the pump include those with uncontrolled thyroid disease, renal failure (e.g. Dialysis or egfr below 30). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause of bg was due to being on dialysis and therefore caused bg to fluctuate. Customer consumed carbohydrates to address bg. Tandem technical support advised the customer against using the pump for insulin therapy as the pump is not labeled for use for people on dialysis. Recommendation was made to consult with a healthcare provider to discuss diabetes management.